Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The day after onset of the peritonitis, the patient was hospitalized for the event. On the same day as hospitalization, the patient began treatment with flucloxacillin (500mg, early hours, intraperitoneally, single dose) and vancomycin (2g as loading dose, intraperitoneally, early hours), and ceftazidime (1.5g per day, intraperitoneally, duration not reported) for peritonitis. Four days after onset, the patient began treatment with vancomycin (intraperitoneally, 1.5g every three days, duration not reported) for peritonitis. Physioneal therapies were ongoing. Retraining on proper aseptic technique will occur after the patient's recovery. The outcome of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Five days after admission to the hospital, ceftazidime treatment was suspended. Nine days after admission to the hospital, peritoneal dialysis therapy was discontinued and the patient was transferred to hemodialysis therapy. On the same day, the patient began treatment with fluconazole (200 mg per day, intravenously, duration not reported) for peritonitis. At the time of this report, intravenous vancomycin therapy (1.5 grams, every three days) was ongoing. The patient was not retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Six days (previously reported as five days) after admission to the hospital, ceftazidime treatment was suspended. Additional information: on an unreported date prior to being admitted to the hospital, the patient began treatment for the peritonitis with oral fluconazole (dose and duration not reported) and on the same day as hospital admission, this treatment was stopped. On the same day as being admitted to the hospital, the patient began treatment with intravenous fluconazole (previously reported as nine days after admission). Eight days after being admitted to the hospital, treatment with vancomycin and intravenous fluconazole was discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was reported that the patient will remain on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.